Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. He device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. The delivery device was returned inside the loading device. The tension spring assembly and the seal were returned separately. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The seal was delaminated at the outside of the coil and cracked at the inner side of the coil. The delivery tube was taken out of the loading device and the following measurements were taken; the inner delivery tube diameter was measured as 0.22 in. The outer diameter was measured at 1.99 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed, but was confirmed for analyzed failure "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.